Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. The service technician connected a good known 100psi o2 gas supply test fixture and the ventilator passed all flow and o2 blending performance tests from the ltv service final test. The ventilator also passed the o2 leakage test from the ltv service final test. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that the unit had low oxygen readings. The customer stated that when the unit is set to 100%, he would get a reading of 82% on the analyzer. The customer also reported that there was no patient harm from this issue.